Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that the battery charger is not working and is not showing any lights to indicate that the charger is on. The pt was sent a replacement charger.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (battery charger not working) was confirmed. Upon eval, it was determined that the power unit connector would not power up the charger. The root cause for the faulty connection is likely due to the pins in the connector being recessed due to a combination of an assembly error and excessive force applied during mating. No adverse event resulted from the defective connector. The pt received a replacement charger.